Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she developed a bad rash with a blister while using the 72r electrodes. She stated that the rash started about two weeks after she received the unit. She didn't report the rash because she was in and out of the hospital. The patient saw her doctor today and was told to stop wearing the unit. A return label was shipped to the patient.

Event description:
It was reported by the patient that she developed a bad rash with a blister while using the 72r electrodes. She stated that the rash started about two weeks after she received the unit. She didn't report the rash because she was in and out of the hospital. The patient saw her doctor today and was told to stop wearing the unit. A return label was shipped to the patient. The 72r electrodes were not returned for evaluation.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type. Additional information - d4: lot number, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.